Event description:
Event description cpi received information that this bipolar lead was removed from service. During a routine replacement procedure of an implantable pulse generator (ipg) this lead 'malfunctioned'. The physician elected to replace the lead with a new bipolar lead. No additional information is available.